Event description:
Overdelivery reported. The pump was set to infuse an unspecified antibiotic at 100ml/hr with a dose limit of 100ml. Approximately 8 to 10 minutes after setup, the nurse responded to a "dose complete" alarm and the IV container was empty. She reportedly verified the set infusion rate to be 100ml/hr. The pt did not experience any adverse effects. No add'l info is available.

Manufacturer narrative:
The pump passed performance verification testing within product specification, including short and long term delivery accuracy. The frequency of death or serious injury reports for overdelivery for lifecare 5000 products is approximately 0.77/million sets.